Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 95 mg/dl and the pump alarmed no delivery. Customer also indicated that their blood glucose went as low as 33 and treated with glucose tablets. Troubleshooting assisted the customer to run a manual prime which was successful. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. The customer declined low blood glucose troubleshooting.